Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cam. The analysis results of the device found that the device was received in good condition. Further evaluation found that the cam was damaged causing that the jaws did not collapse as intended; eight scissored clips were fed. During the next firing sequence a clip with gap was fed and then, a double feed incident occurred causing that the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties. It could not be determined what may have caused these findings. In addition, the device locked out as intended but the orange indicator was not visible. These findings are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was fired and the device would not open. It is unknown what firing this occurred. Upon trying to remove the device from tissue the cystic artery tore. Minimal bleeding occurred and was controlled with another device. There was no blood transfusion given. There was no further patient consequence.